Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the foam of air inlet path assembly was delaminated. It is possible that the flow of air was obstructed by it inside the air inlet path, which caused resistance to the blower's intake, and it is assumed to be the cause for the reported event. The device's inlet air path assembly needs to be replaced to address the issue.